Event description:
Patient reported the acoustic alert doesn't work. Patient stated there are unknown noises from the vibra alert. Patient reported waking up with a blood glucose level of 400 mg/dl and a headache. Patient stated the insulin cartridge was empty and the infusion device did not display an e1 (cartridge empty) or w1 (cartridge low). Patient reported experiencing no health problems. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product the accustical signal from the buzzer is too low due to deformed piezo-disc(s). The piezo-disc(s) is/are deformed by a high mechanical impact. The vibra of the pump was tested on the diagnostic test system and meets the specifications. The problem mentioned by the customer is related to careless handling of the product.